Manufacturer narrative:
Manufacturer's ref no: (B)(4). It was reported that a patient, underwent an paroxysmal atrial fibrillation (afib) procedure with a pentaray navigational eco catheter. Initially, it was reported that one of the splines of a pentaray catheter became bent during the procedure when being reinserted into the patient. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. Additional clarification was requested and received. The spline was bent back more than normal. It was a minor bend. No wires were exposed. There were no lifted or sharp rings. There was no difficulty in removing the catheter. The returned device was visually inspected and it was found some electrodes damaged, ring #13 and #14 were found squashed and sharp with white material underneath and one spline was found bent back. Per this condition the catheter outer diameter was measured and it was found within specifications. Per material observed on the catheter electrode a fourier transform infrared spectroscopy (ft-ir) was performed and the results showed that the foreign material is primarily composed of a styrene-based material, presumably abs. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the damage observed on the electrodes, the foreign material and the spline bent cannot be determined. It could be related to the manipulation of the device during the procedure or handling. However, this cannot be conclusively determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient, underwent an paroxysmal atrial fibrillation (afib) procedure with a pentaray navigational eco catheter. Initially, it was reported that one of the splines of a pentray catheter became bent during the procedure when being reinserted into the patient. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. Additional clarification was requested and received. The spline was bent back more than normal. It was a minor bend. No wires were exposed. There were no lifted or sharp rings. There was no difficulty in removing the catheter. This issue was assessed as not reportable. If there is a slight bend of the shaft; however the integrity of the catheter is not compromised, then the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster failure analysis lab received the catheter for evaluation on june 8, 2017 and discovered that spine d has electrode ring #13 squashed and sharp on the proximal side with white material underneath the electrode ring. Spine d has the electrode ring #14 squashed and sharp on the proximal side with white material underneath the electrode ring. The distal side has sharp areas on both sides. The sharp electrode rings and the foreign material have been assessed as reportable malfunctions. If electrode ring edges appear to be sharp or rough, then this may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. Additionally, dislodgement of the foreign material inside the patient poses a risk of embolus. Therefore, the awareness date has been reset to (B)(4) 2017.